Event description:
Pt was revised to address glenoid loosening, poly wear and osteolysis.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. A search of the complaint database did not show any other reports against the reported part and lot code combination. Review of the as400 system show that 8 other devices from lot y45af1 have been delivered and can be reasonably concluded implanted without issue as no further reports are identified. Provided information states the pt has had 10 prior shoulder surgeries as well as one total shoulder. The pt had a loose glenoid with wear superiorly. The surgeon replaced with a reverse shoulder. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.